Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was missing the rubber feet. It was reported there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) confirmed with the customer that the unit needed to be converted to the new feet installed to fit on the new style stand. The rse provided the customer with the part number of the foot kit, foot retention plate, and central processing unit (cpu) tray cover to resolve the reported issue. The customer replaced the foot kit, foot retention plate, and cpu tray cover to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.